Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that the drive valve group leaked and high temperature alarm was due to leakage, which caused the motor speed to increase and the heat to be too high. Fse states that drive valve group needs to be replaced. Fse replaced drive manifold assembly to resolve the issue and all factory-specified performance and safety tests were performed and passed. Delivered to the customer and can be used in clinical practice.

Event description:
(B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the unit and stated that the drive valve group leaked, so that high temperature alarm was due to leakage, which caused the motor speed to increase and the heat to be too high. Fse states that drive valve group needs to be replaced and a repair quotation has been provided to the customer. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature alarm and shutdown. The unit can be used normally after restarting. To prevent the failure from happening again, the customer replaced the spare machine. There was no personal injury caused.